Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that patient stated he charged his ins, then placed patient programmer onto counter and plugged into wall charger, and went to bed. Patient stated he turns off the ins while charging, but states that he turned on the device before bed. When he woke up, he was in pain, and unlocked the programmer and saw that stimulation was off. Patient suspected the battery shut off independently in the night. Obtained a report to diagnosis why that happened. Asked patient to mimic same scenario. Have not received a call from the patient since this incident that it has happened a second time. It is unknown if the issue was resolved at this time. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.